Manufacturer narrative:
Update to b5 describe event, g1 MFR contact first and last name, and g1 MFR address, h6 conclusion code. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent surgical intervention to replace an artificial urinary sphincter (aus) and one of the two incisions from the procedure is causing the patient pain. The pain has limited the movement that the patient is able to make. The paint and limited range of movement resolved after a couple weeks. The aus has not been activated and the patient is using an external catheter at nights. There were no additional patient complications reported.

Event description:
The patient underwent surgical intervention to replace an artificial urinary sphincter (aus) and one of the two incisions from the procedure is causing the patient pain. The pain has limited the movement that the patient is able to make.